Event description:
It was reported that two zero tip basket devices were used during a ureteroscopy procedure. During the procedure, the wires of both baskets broke. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that the basket returned detached/separated from the notched cannula. This report is for one of the two baskets.

Manufacturer narrative:
Block h6: device code a0501captures the reportable investigation results of basket detachment. Block h11: investigation results: the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position and the handle was returned in good condition. It was also noted the basket returned detached/separated from the notched cannula and it was bent/kinked. Microscopic examination was performed and noticed that the sheath was buckled/accordioned in the center and one of the basket wires was broken, the wire was not fully detached. Additionally, the basket wire was melted indicating that it got contact with an electrified instrument. The device was disassembled, and it was visible the pull wire attached to the notch cannula. It was possible to see the 8 crimp marks (which indicates that it was a manufactured correctly), however the cannula notch did not have enough glue. Materials testing analysis and characterization (mtac) analysis confirmed that the cannula did not have enough glue. A labeling review was performed, and review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The IFU states that the device must not come in contact with any electrified instruments. Inadvertent electrification of the device may occur, potentially resulting in a patient injury. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. It is possible that some operational factors during handling/manipulation such as interaction with an electrified instrument and/or laser may have caused the overheating of the basket wire resulting in the breakage. Additionally excess force applied to the device during use may have caused basket bent/kinked and sheath buckled/accordioned. Taking all available information into consideration, and investigation findings of basket detachment and cannula did not have enough glue, an investigation conclusion code of manufacturing deficiency was assigned to this investigation.